Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus thailand, omsc surmised there was the possibility this phenomenon was attributed to the moisture inside the ccd unit of the subject device. The moisture which might have been occurred due to the user handling at the using and reprocessing the subject device until that time went into inside the ccd unit of the subject device. Then that moisture might have made the temporary electrical short to the circuit for the image processing board of the subject device. But the image was displayed when the field service engineer of olympus thailand checked the subject device, because that moisture had been dried after time passing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation of the cystoscopy procedure. The user changed the subject device to the similar device and completed the procedure. The field service engineer of olympus (B)(4) checked the subject device at the user facility, but the reported phenomenon couldn't be duplicated and there wasn't any problems. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.